Manufacturer narrative:
(B)(4). Date sent: 9/27/2021. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the mcl20 device was returned with no apparent damage. The device was tested for functionality. No clips were observed in the clip track and the device lockout mechanism was noted to be non-functional. In order to evaluate the condition of the internal components, the device was disassembled and the lockout spring was noted out of position. No conclusion could be reached regarding what may have caused the lockout spring to be out of position. The reported complaint could not be confirmed since the jaws were received in good condition and fired as expected. It should be noted that product failure is multifactorial. Although no conclusion could be reached regarding the cause of the reported event, the instructions for use contain the following: "caution: once the clip completely surrounds the vessel or tubular structure to be ligated and prior to starting the firing stroke, eliminate downward pressure so the structure to be ligated and the device jaws are pressure neutral to each other. This helps prevent the shifting of the clip position within the clip track and/or dislodgement." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a veterinary procedure, during an animal splenectomy, the applicator couldn't be fully closed and the clips couldn't be formed well. It is unknown how the procedure was completed. There were no consequences to the animal.